Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death is unknown. The patient had a medical history of valvular dysfunction and renal dysfunction. The patient was a participant in the post approval clinical surveillance product surveillance registry. Additional information related to the cause of death was requested and not received.